Manufacturer narrative:
Evaluation of the returned lantern revealed ovalization on the distal shaft. If the lantern is forcefully gripped or pinched during use, damage such as a distal shaft ovalization may occur. This ovalization likely contributed to the reported resistance experienced during the procedure. During functional testing, a demonstration ruby coil was able to advance through the lantern with resistance due to the ovalization. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), non-penumbra coils, and a non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed two non-penumbra coils in the target vessel using the lantern. Subsequently, while advancing another non-penumbra coil through the lantern, the coil became stuck inside the lantern. Therefore, the coil and the lantern were removed together. The procedure was completed using three pod packing coils (pod pcs) and a new lantern. There was no report of an adverse effect to the patient.